Event description:
The customer reported that the ortho provue analyzer reported false negative results. The visual inspection of the processed gel cards showed the reactions were negative. No erroneous test results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Field engineer, contacted the customer via telephone. The customer indicated there were no issues, and the provue is running as expected. The customer has not logged any additional calls regarding this issue, since this incident.